Event description:
On (B)(6) 2026, a patient underwent stent placement procedure by using lifestent for occlusion of sfa. It was reported that after implant of the lifestent the tip of the shaft of the stent allegedly broke and remained in the artery (sfa) and they it was removed by the snare. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken at the distal end, and the distal end including tip is missing. The investigation leads to confirmed result for break, and detachment of the inner catheter cardan tube. An indication for manufacturing related cause could not be found. In this case the bifurcation was steep, and the vessel was partly calcified. System compatible 5f introducer with 0.018" guidewire were used for access, and the lesion was predilated. The guidewire was running smoothly inside the system, and the user did not experience difficulty during tracking/advancing. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube inside patient. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use further state: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.